Event description:
It was reported by the patient that they may be have a problem with the device. The patient¿s heart rate had been going down into the 40¿s but was ok at the time of the call to the manufacturer. Additionally, the patient reported that their blood pressure was pretty high. Follow up information received from the patient¿s clinic indicated that the patient did call and speak to a nurse and reported feeling lightheaded and the heart rate of 40 beats per minute. The nurse thought that the symptoms may be related to ectopy; however, the patient was not seen in clinic for a device check. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.